Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited an inductive telemetry anomaly where interference with the radio frequency (rf) wand occurred. No intervention was performed. The patient was in stable condition.